Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image was not present. In addition, the following non-reportable malfunctions were found during the device evaluation: damage was noted on the cable. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the abnormal imaging was caused by a damaged cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Procedure was completed with a similar device and there was no reported patient harm or injury.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.